Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated and no abnormalities were found that could have led to the reported positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The event was not confirmed as the scope was not microbiologically tested. Additionally, the root cause of the reported foreign material/thread in the suction cylinder could not be determined, as the issue was not confirmed during evaluation of the device; no foreign material/thread was observed and no device deformation that could result in the retention of foreign material was observed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of enterobacter cloacae and <10 colony forming units (cfus) of pseudomonas aeruginosa. It was not specified which channels were sampled. In addition, threads were found in the suction cylinder. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. After confirming the positive microbiological test results, the device was quarantined without being used. It was unknown whether additional reprocessing was performed before the device underwent microbiological testing. It was unknown if additional reprocessing was performed before the device was returned to olympus. The storage temperature was unknown. The oxygen concentration in the storage area was unknown. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.